Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information provided in the initial report. The following section was corrected: h8. It has been over 15 years since the subject device was manufactured, therefore, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, phenomenon (1): the root cause could not be identified; phenomenon (2): it was determined that the delay occurred in the procedure because no image was displayed at the facility, hence, switching to a spare device occurred during procedure. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation found the following: no image; switching to a spare device occurred during procedure, and delay occurred; corrosion on the video connector socket contacts and battery depletion. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system had no image. The issue occurred during the therapeutic procedure and the procedure was completed using a similar device. There were no reports of patient harm.